Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing for a gastroenterostomy, they connected the cartridge to the adapter, then the surgeon tried to fire the device, however could not. They said the cartridge indicator was flashed. No injury.